Event description:
It was reported to philips that the device cannot start. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Although no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The customer refused to repair the device as it was out of warranty. The device remains at the customer site and no further evaluation is warranted at this time.